Event description:
The customer reported the generation of erroneously low sodium patient results with low anion gap on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as multiple hardware. The fse observed 3-year-old buffer valves, debris on the reference solution cap and mix paddle. The fse also observed that the analyzer lid was not staying up. The fse performed cleaning and replaced the buffer valves and gas springs of the analyzer lid to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).